Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - cath lab director. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in adverse event problem. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was deployed after a successful percutaneous coronary intervention (pci). While deploying the angio seal the technician stated she had good pulsatile flow coming from the back of the arteriotomy locator. She proceeded to deploy the angio-seal and noticed the collagen was exposed from the access site. The footplate was not in the artery as it was able to be retrieved. The patient was stable, and the procedure outcome was successful. There were no other devices or equipment used with the reported product. Additional information was received on 28 jan 2022: a 6fr procedural sheath was used. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The insertion site was not above the bifurcation and below the inguinal ligament. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One used 6fr angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator with guidewire was returned as well. Tamper tube and collagen were also returned. A completely deployed angio-seal device was returned. It was subjected to visual analysis where the returned carrier tube was found to be mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The suture was inspected under a microscope, and it appeared to be cut with a sharp object. The cut was observed to be just proximal to the collagen. The collagen returned appeared to be tamped and the anchor was not attached. The complaint can be confirmed since the device was pulled out without being deployed in the artery. Deploying the anchor of the angio-seal in the subcutaneous tissue could also lead to the alleged event. The likely cause could be related to movement of the position of the sheath once the artery is located. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.